Event description:
The reporter indicated an injector broke during surgery before implantation of a 13.0mm icm130v4 implantable collamer lens and the lens was not used. Another same model/diopter lens was implanted.

Manufacturer narrative:
(B) (4). (Injector broke). (B) (4).